Event description:
A customer reported secondary energy too low, half way through the procedure. Upon add'l f/u, site tech informed that the case was able to be completed the same day, and the pt's outcome was fine and as expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).